Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned product noted that one reload was fully fired. The buttress was torn from the distal end of this reload on the cartridge side. Two other reloads were partially fired with the trs material missing. The sled of one reload was at the 3cm position, while the sled of the other was at the 4cm position. Both of these devices were observed to have a deformed clamping mechanism. The fourth reload had no visual abnormalities. Functionally, the reloads were loaded into a pmv instrument and applied to test media with proper transection and staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of detached reinforcement material can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected unreported conditions of partial fire and deformed clamping mechanism that have no relationship to the reported condition. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Replication of the deformed clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/wedge/segmental resection procedure, four sheets came off occurred during approach and firing. Another device was used to complete the case. There was no patient injury.